Event description:
It was reported to boston scientific corporation that a pelvic floor repair procedure was performed sometime in (B)(6) 2010 (exact date unknown), using a pinnacle pfr kit (exact type of pfr kit unknown) to "uphold" the patient's bladder. Following the procedure (date of event unknown), the patient reported that the mesh was "intruding" into her vaginal wall. No further information regarding the event, patient, or procedure is forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient code "no information" used because the specifics of the patient's injury are unknown. The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.